Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the plunger run under the lens and 'shred' them as the doctor said. Viscoelastic was used. Additional information has been received and stated that the surgery was completed on the same day. There was a patient contact. There are two medical device reports associated with this report. This file is 1 of 2.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.